Manufacturer narrative:
Supplemental # 1 (B)(4) 2012. Meter was returned on (B)(4) 2012 and was tested on (B)(4) 2012 and it was noted that the lcd was cracked/broken. The meter failed testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.